Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager reported a blood leak from a combiset acces flow reverse bloodline during a patient treatment. It was reported an external blood leak was visually observed in the arterial bloodline from a small pinhole sized hole. There were no loose connections, no damage seen to the bloodlines, and no leaks visible during prime. The patient¿s bloodlines were changed, and they completed treatment with no harm, injury, adverse event or medical intervention. It was confirmed the estimated blood loss was 300ml. The bloodline was discarded and is not available for return.